Event description:
It is reported that during a routine peripheral angiogram follow-up, the two absolute pro vascular stents implanted approximately 4 months prior, in the tight lesion in the right superficial femoral artery were approximately 90% restenosed. Reportedly, the stenting procedure was successful with good results and the stents were well apposed to the vessel wall. Additionally, the patient reports to be compliant with plavix. The patient remains asymptomatic and will have the option to have lesions re-treated. The patient has not decided at this time to have another procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): stents implanted in the superficial femoral artery, not indicated for implantation in that vessel (indication for use). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the absolute pro vascular self expanding stent system instructions for use (IFU). It should be noted the indications section of the IFU states: the absolute pro vascular self expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other absolute pro vascular mentioned is being filed under a separate medwatch report number.